Event description:
A patient received a slight burn at the entry site during a thoroscopy procedure. A hook electrode was used in the procedure and it had damaged or missing insulation. The pt's burn did not require remedial treatment.